Manufacturer narrative:
Updated event problems.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly patient was squeaking and the doctor feels this is not a product issue but is due to excessive rom of the patient. Additional information received from legal, 09/23/2019. Patient was revised due to dislocation.